Manufacturer narrative:
As reported, two outback elite 120cm re-entry chronic total occlusion (cto) catheters malfunctioned, as the needles was broke and both devices would not deploy. The analysis showed the cannula of the first device was fractured and on the second device the cannula was kinked. There was no reported patient injury. The device was prepped in straight configuration and the tip fully contracted before insertion. The handle deployment slide locked in proximal position and the cannula needle actuated smoothly. There was no difficulty retracting the cannula back into the catheter. There was a one to one response to nosecone during prep. A spartacore 300cm, .014 wire was used in the procedure. The device malfunctioned at the time of the attempted deployment, after finally opening, it wouldn¿t close. The needle did not break into separate pieces. The procedure was completed via a percutaneous transluminal angioplasty (pta). The cannula of outback elite 120cm re-entry unit one was received fully deployed. Per visual analysis, kink/bent condition was found on the received outback at 15.2cm from outback distal end. No other anomalies/damages were found on the received device. The functional analysis was performed. The handle was actuated, however it was noticed that the cannula did not deploy and retracted as expected (the cannula appears to be internally disconnected from the handle). X-ray analysis was performed to inspect the cannula and a fracture/separated condition was found at 15.2cm from the outback distal end. The usable/working length was measured and the results were found within specification. The cannula deployment length could not be measured due to the cannula fracture/separated condition. The outback unit was disassembled in order to analyze the cannula fractured surfaces. Then, the fractured cannula was sent to sem analysis to try to identify the cause of the cannula fractured condition. Sem results showed that the separated cannula presented evidence of ductile dimples and a plastic deformation that result in a surface type of cup and cone. The ductile dimples and the material plastic deformation that result in a surface type of cup and cone suggests a device manipulation that led the material to separate. The available evidence can suggest an application of stress that exceeds the material yield strength or a tensile overload. Also, ductile dimples are related to stretching / pulling events. No other anomalies found during sem analysis. The returned unit was analyzed by the product engineering team in the fal laboratory in order to determine if the issue could be related to the manufacturing process and as a result of the findings observed on the units. The cause of the discrepancy could not be determined as part of the manufacturing process since there are manufacturing controls in place as part of the cto assembly to detect/avoid any of the defects described. Review of the manufacturing documentation associated with this lot # 17611327 was performed and no issues were noted that were considered potentially related to the reported complaint.

Event description:
Two outback elite 120cm re-entry chronic total occlusion (cto) catheters malfunctioned, as the needles was broke and both devices would not deploy. Analsyis showed the cannula of the first device was fractured and on the second device the cannula was kinked. There was no reported patient injury reported and the devices will be returned for analysis. The device was prepped in straight configuration and the tip fully contracted before insertion. The handle deployment slide locked in proximal position and the cannula needle actuate smoothly. There was no difficulty retracting cannula back into catheter. There was a one to one response to nosecone during prep. A spartacore 300cm , .014 wire was used in the procedure. The device malfunctioned at time of attempted deployment, after finally opening, wouldn¿t close. The needle didn¿t break into separate pieces. The procedure was completed via pta.